Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.